Event description:
Six months after pci the pt died. This pt presented to cath with unstable angina (iib) and 3-vessel disease was found. Pre-procedure medications included asa, statins and beta-blockers. Intra-procedure was plavix. Pre-procedure cardiac enzymes were not avaialbe. Pci was performed on a 60% confirmed restenotic lesion (after balloon ptca and stent) in the 1st om in a confirmed svg bypass graft of 24mm in lenght in a 3.5mm diameter vessel with bifurcation lesions requiring double guidewires and moderate tortuosity of the proximal segment. The (type c) eccentric lesion was characterized with angulation between 45 and 90 degrees, little to no calcification and with thrombus absent. The lesion was pre-dilated with a 3.0x20mm balloon at 10 atm before deploying one 3.5x33mm cypher stent at 18 atm with satisfying results. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. There were no procedural complications. Post-procedure ck cardiac enzymes were within normal limits. The pt was discharged two days later. Post-procedure medications included plavix for three months, permanent asa and beta-blockers. Telephone follow-up contact was made with the pt one month later. The pt reported stable angina (ccs4). Ongoing cardiac medications included plavix, asa, statins and beta-blockers. Control angiography was not completed. There were no new procedures or adverse events. Six months after the index procedure, another telephone contact was made with the pt. The pt reported unstable angina (iiic). Ongoing medications included asa, statins, beta-blockers, anti-anginals and insulin. An adverse event was noted on the day following the six-months follow-up contact. The pt has a major adverse cardiac event (mace) with cardiac death. The cause was listed as "other". It was noted, "pt died from severe chf." The relationship to the device and procedure was likely. The pt was reported to have been hospitalized for fourteen days.